Event description:
Caller reported a malfunction on the pump, specifically noting malfunction code 4, and identified a non-resettable fault with ID 4-0x20c9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was informed by technical support that a replacement pump with updated software would be sent, and instructions for backup insulin delivery using multiple daily injections (mdi) were provided. Additionally, training would be available in their tandem source account. Caller agreed to return the faulty pump using a pre-paid label within 10 days.